Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the he had a motor error alarm on the insulin pump. Customer's blood glucose was 433 mg/dl. Customer attempted to treat with the pump. Customer stated that the motor stopped this morning and was not delivering insulin. Customer has changed the battery and stated that they completed an infusion set change. Customer stated that the pump keeps giving him a motor error. Customer stated that he has been vomiting and unable to treat with the pump. Customer stated that he woke up feeling extremely thirsty. Customer stated that the pump might have been in contact with a cell phone case that contains magnets but they were not sure. Customer was able to rewind the pump and the pump passed the displacement and self tests. Customer was advised to monitor the pump. Customer stated that he does not currently have syringes to treat for the high blood glucose.